Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1zyu1, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative at first an infection began in the ipg pocket, then at the same time the patient felt that the ipg did not work as well as in the beginning and had to use a higher voltage in order to get a better result. Follow-up was performed at an ipg clinic where the ipg was examined. The test included impedance check and the result was fine. The doctor took an x-ray and everything was fine as well. The only intervention was surgical in which the entire system was removed from the body. The event was resolved at the time of the report.

Manufacturer narrative:
H3: product analysis #704159500:analysis information -- 2021-03-25 09:22:34 cst pli# 10 product ID# 3058 below is unedited, system g enerated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 3889-33 lot# va1zyu1 serial# implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.